Manufacturer narrative:
(B)(4). Date sent 8/11/2025. D4 batch # 236d84. B3: unknown; captured as awareness date. Investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample revealed that the tcr10 reload was received with 5 most proximal drivers up with 2 partially formed staples and the swing tab was noted to be missing, making the reload nonfunctional. Also 1 missing staple was noted missing along the staple line in the reload. It is possible that an improper handle of the reload caused that the staple come out of the pockets. In addition, a slight damage was noted where the swing tab is placed and one missing staple was. Due to the condition of the reload no functional test was performed. No conclusion could be reached on what caused the swing tab to detach. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 236d84, and no non-conformances were identified. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the device could not be fired. The device was routinely used in this facility. There was no effect on the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.